Event description:
The customer reported a unicel dxi 600 access immunoassay system was not meeting specifications while verifying a new human chorionic gonadotropin (hcg5) assay. Three levels of the customer's quality control (qc) were failing at pipettor #2. The hcg5 assay was not yet live, so there was no impact to patient results or care in connection with this event.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts). The customer performed a dil-test, which failed for pipettor #2. The customer's on-site biomedical engineer was dispatched to evaluate the instrument; it is not known what was done during the service visit though it is known that the customer's qc issues persisted. The customer contacted cts again and pipettor #2 was disabled for all dil-assays. The onsite biomedical service engineer was dispatched again and replaced the pipettor #2 precision pump. The customer was able to complete hcg5 verification without incident. (B)(4).